Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was experiencing redness and tenderness at the incision site of the ins. The surgeon decided to open the incision site to assess and culture for infection. Impedance measurements were taken and found to be normal. The incision site was cultured and washed with antibiotics. The ins was left in place.